Manufacturer narrative:
Conclusion: the power supply was returned for failure investigation (fi) which could not find or duplicate any issues; no root cause was found.

Event description:
The customer reported the ventilator failed during power on self test due to power on self test failure/24v failure. The customer reported there was no patient involvement.